Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product quality issue from this lot. This complaint was further reviewed by the abbott vascular medical affairs team and the reviewer noted that due to the quality of the video it is difficult to discern what is occurring, but is apparent there is the abnormal movement of a clip and of the leaflets. Based on all available information, the reported single leaflet device attachment (slda) is a cascading event of reported clip open when locked. The reported poor imaging was due to the patient anatomy. A cause for the reported clip open when locked, could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed for clip opening after deployment and single leaflet device attachment (slda), requiring intervention. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) of grade 4. The patient anatomy included a posterior flail. Imaging was challenging due to the patient anatomy. The first clip was positioned on the leaflets and deployment was initiated. Upon deployment, the clip opened to 60 degrees and then detached from the anterior leaflet. A second clip was then implanted to stabilize the clip. No issues were noted; however, this clip tore free from the posterior leaflet, with a portion of the leaflet remaining in the clip. A third clip was placed in between the first two clips, stabilizing both clips. The mr was reduced to grade 1-2. Post procedure, the patient was in stable condition.